Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified proximal right coronary artery (rca). Following pre-dilation, a 3.50x20mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross and was removed. Additional dilation was performed and a non-bsc guide extension catheter was advanced distal to the lesion. The balloon catheter was removed and the promus premier¿ stent was readvanced. The non-bsc guide extension catheter was pulled back and the balloon of the stent delivery system (sds) was inflated. Subsequently, the sds was removed and it was noted that the stent was actually on the shaft of the sds. The stent was dislodged and was pulled back with the sds. The procedure was completed with implantation of another 3.50x20mm promus premier¿ stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. The stent of the device had moved and was positioned over the proximal end of the balloon. The stent struts were distorted and bunched together towards the proximal end of the stent. This type of damage is consistent with the stent meeting a resistance or an obstruction. There was no indication that the stent had been subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. The balloon had been subjected to positive pressure and deflated prior to return. The balloon material was found to have stent impressions indicating that the stent was crimped in the correct location during manufacturing. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issue with the profile. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the very calcified proximal right coronary artery (rca). Following pre-dilation, a 3.50x20mm promus premier¿ stent was advanced to treat the lesion, however, the device was unable to cross and was removed. Additional dilation was performed and a non-bsc guide extension catheter was advanced distal to the lesion. The balloon catheter was removed and the promus premier¿ stent was readvanced. The non-bsc guide extension catheter was pulled back and the balloon of the stent delivery system (sds) was inflated. Subsequently, the sds was removed and it was noted that the stent was actually on the shaft of the sds. The stent was dislodged and was pulled back with the sds. The procedure was completed with implantation of another 3.50x20mm promus premier¿ stent. No further patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).